Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the patient had experienced some double vision following the iol implant surgery, but he felt this was due to anisometrophia. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/20/2009, 11/25/2009, and 12/04/2009 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 11/20/2009. (B) (4). (B) (4). (B) (4).